Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot g2: foreign: singapore customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon could not lock down the articular surface despite it being in the right position. Surgeon tried a few times but still couldn¿t hear the lock, visibly not locked in as well. They requested to open a new one and manage to lock it in. Attempts have been made, and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could be confirmed. Visual examination of the returned product identified the articular surface little to no signs of use. The dovetail feature exhibits damage (flared out both sides). The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3. Corrected: d4, h4. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.